Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse event of death. The definitive cause of the patient¿s expiration is unknown; therefore, causality cannot firmly be established. Given the limited follow-up information, a more comprehensive investigation could not be performed. Nevertheless, the esrd population continues to have significantly higher mortality (up to 30-fold higher), and fewer expected years of life when compared to the general population. Based on the information available, the liberty select cycler can be disassociated from the event(s). There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, it remains unconfirmed if the patient was actively undergoing treatment when he/she expired.

Event description:
On (B)(6) 2022, fresenius became aware (via a biomedical technician) an unknown patient with renal failure (rf) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired (date not provided). No additional information provided during intake. Additional information has been request but has not been obtained.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 7/apr/2022, fresenius became aware (via a biomedical technician) an unknown patient with renal failure (rf) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired (date not provided). No additional information provided during intake. Additional information has been request but has not been obtained.